Event description:
Further follow-up indicate the patient is still healing from surgery, therefore resolution of the issue cannot be confirmed at this time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site. Reportedly, the patient lost weight. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Additional information indicated the patient's scs system was revised on (B)(6) 2017 wherein only the leads were replaced to address the issue (see ref MFR report#3006705815-2018-07274); the ipg was untouched during the procedure.